Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose levels of 271 mg/dl. Customer was hospitalized on (B)(6) 2017. The customer experienced symptoms such as abdominal pain and nausea. Customer declined to troubleshoot for high blood glucose. Customer was still hospitalized at the time of call and would call back to complete troubleshooting. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.